Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead (B)(6) 2010. (B)(4).

Event description:
It was reported the left ventricular lead thresholds were high. The lead remains in use. The patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.